Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported by the clinician that the asymptomatic patient's implantable cardioverter defibrillator exhibited oversensing. The device was reprogrammed successfully. The patient would be followed up for more testing. No additional information was available.